Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat heavy uterine bleeding, rectum bulging into the vagina, rectocele, and enlarged uterus and mesh was implanted. At the time of implantation the patient underwent the concurrent procedures of hysterectomy with bilateral salpingo-oophorectomy and posterior colpoperineorrhaphy. It was reported that the patient underwent mesh removal/revision on (B)(6) 2011 due to severe dyspareunia and pain in the vagina and rectum.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.